Event description:
On 09/14/2009, it was reported to sscor that the suction device (s-scort vx2 aspirator, model #2310bv) did not function during a resuscitation procedure approx one week earlier. The healthcare provider used a manual suction device that removed the fluid from the pt's air way. The pt died. The rptr also stated that the healthcare provider agency had installed a new battery in the device about 6 months earlier and verified that the suction device functioned. The battery has been kept on charge at all times.

Manufacturer narrative:
The device involved in this incident was returned for eval on 10/05/2009. We are in the process of conducting the device failure investigation. We reviewed the device history record for this serial number, the review showed that the device passed the finished product performance tests. We attempted many times to obtain more info regarding the incident, but these attempts have been unsuccessful. In addition, a visit at a volunteer organization was attempted, but no one was available to speak about the incident. Based on the info received, we were unable to determine whether the suction device could have contributed to this incident or not; as reported, the fluid from the pt's air way was removed by using a manual suction device. We will provide a follow-up report upon completion of the device failure investigation.